Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) readings and sensor glucose (sg) values. The case was escalated to the next level support. Review of the sensor data did not indicate any system malfunction. The user was instructed to perform a sensor re-link to clear the calibration buffer and address a potential calibration misalignment. Customer care guided the user through the re-linking and data synchronization process, which was completed successfully. Follow-up monitoring over a three-day period demonstrated improved agreement between sg trends and calibration entries. Occasional differences were observed and were consistent with system inherent lag or calibrations performed during periods of changing glucose levels. The user was advised to continue using the system and to calibrate as prompted. Despite these steps, the user remained dissatisfied, stating that they were still observing discrepancies between sg and bg readings. The case was escalated again. A subsequent recommendation included performing an additional sensor re-link in conjunction with recently available transmitter firmware updates. Multiple attempts were made to contact the user, however, the user remained unresponsive. Instructions were provided via voicemail and sms. Review of the data management system (dms) confirmed that the user continued to actively use the system with updated information. B4.date of this report 24 dec 2025. G3.date received by the manufacturer? 24 dec 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported that the cgm displayed results differing from glucometer measurements. The case was escalated to the next level of support, and an escalation response was prepared. A review of the data management system (dms) indicated that the user was advised to re-link the sensor. A call was made to provide the escalation response; contact could not be established, and the call was forwarded to voicemail. A message was left with the reason for the call, contact phone number, and operational hours, and the user was encouraged to call back. An sms was also sent to the user with the reason for the call, contact phone number, and operational hours, requesting that the user return the call.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.